Event description:
On (B)(6) 2011, pt reported, the down button on the infusion device is defective. This was noticed 2-3 days ago when pt bolused, and the issue was confirmed during the troubleshooting call. The up button continues to function as intended. Pt has used this infusion device for 3-4 years and boluses 3-6 times per day. Both buttons pop up after they are pressed. No physiological effects were reported. Pt did not require treatment from a health care professional or second party to address the issue. Infusion device was replaced and requested for eval.